Event description:
The footrest detached allowing the pt to fall to the floor. Apparently, this resulted in minor abrasions and contusions to the pt's left arm and shoulder. Evidently, the footrest was not attached properly to the table.